Manufacturer narrative:
The fse replaced the front end pcb. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse checked and found electrical error code 119, checked the connector of the front end module and reconnected it, and suspected the problem was related to the front end pcb which needs to be crosschecked for testing purposes. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) gave electrical error code 119. There was no patient involvement, and no adverse event reported.